Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor; unable to perform basic occlusion, occlusion and the excessive no delivery and displacement test due to prime fill anomaly. No a33 alarm noted during our testing. However, the insulin pump passed a21 test, self test and all operating currents were normal. No unexpected low battery of or no power alarm noted. The insulin pump had received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 189 mg/dl at the time of the call. The customer stated that the insulin pump squirted insulin out during the manual prime sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.